Manufacturer narrative:
Ptc investigation result received on 14-dec-2015. (B)(4). Lot number d31454, production date 26-nov-2014, expiration date 28-nov-2017. Final assessment. Failure mode/mechanism. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro- insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil ofthe micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship with a quality defect is not applicable. Since no medical events were reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information received on 16-dec-2015 from pharmacist: the patient was (B)(6) years old. Her history included 3 deliveries (3 children) and recurrent vagal malaise. Abdominal surgery was denied. Concurrent conditions included allergy to amoxicillin and a benign polyp of approximately 3 mm in uterus fundus. Indication: a priori there was a technical problem with thick mucosa. Hysterography done in the following showed a good bilateral tubal permeability. The patient underwent first essure placement attempt with no anesthesia which ended by a failure. It was decided to perform another placement attempt under general anesthesia. During the interval, the patient was to continue the treatment with luteran with no interruption. Second placement attempt: there was a benign polyp of approximately 3 mm in uterus fundus. Ostia were seen and essure implants were placed with no problem on bilateral side with 4 externally visible coils in uterine cavity on each side. The following were simple. The patient was discharged on (B)(6) 2015 with prescription of doliprane (paracetamol) and spasfon (phloroglucinol, trimethylphloroglucinol). She was advised to take oral contraception for the next 3 months. Examination of control was planned in 3 months. Follow-up information received on 18-dec-2015 from pharmacist: it was confirmed that previous fup concerned the second placement attempt information concerning the failure of the first placement attempt. At the time of the report there was no new information concerning the failure of the first placement attempt. Device breakage form was transmitted to the physician but no answer was received at the time of the report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-dec-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at the time of essure introduction, surgeon observed that essure extremity was broken. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure, and was considered anticipated upon receipt of the product technical analysis. In the present case, limited information was provided. Based on the reported information, it cannot be excluded that the device breakage occurred during the essure insertion procedure. Therefore, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information no product quality defect was confirmed.

Manufacturer narrative:
Follow-up information received on 01-feb-2016. Nca number was provided: (B)(4). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-feb-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at the time of essure introduction, surgeon observed that essure extremity was broken. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure, and was considered anticipated upon receipt of the product technical analysis. In the present case, limited information was provided. Based on the reported information, it cannot be excluded that the device breakage occurred during the essure insertion procedure. Therefore, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information no product quality defect was confirmed.

Event description:
This is a spontaneous case report received from a healthcare professional in (B)(6) on 05-nov-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) lot number d31454 inserted, on an unspecified date. It was reported that at the time of essure introduction, surgeon observed that essure extremity was broken. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at the time of essure introduction, surgeon observed that essure extremity was broken. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. In the present case, limited information was provided. Based on the reported information, it cannot be excluded that the device breakage occurred during the essure insertion procedure. Therefore, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and further information are expected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up received on 25-may-2016. (B)(4). Bent tip complaints refer to the distal end of the micro-insert (implant). The tip of the implant is manufactured with a 10-20 bend and is flexible to allow the tip to sustain a bend and flex back when encountering anatomical issues such as stenotic fallopian tubes, a uterine wall, fibroids, endometrial fluff, or a tubal spasm. This helps minimize the likelihood of a perforation. Bent tip events are considered to be a usability issue (ui) and do not necessarily indicate a technical defect in the product. Usability issues typically describe events that lead to a different result than expected by the user. Examples include, but are not limited to, handling errors, deviations from the instructions for use, non-product related anatomical issues, or other customer satisfaction issues. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. As received, 1 sample was received and the following was observed: the mentioned bent tip is at a 90 degree angle, IFU steps were not started. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a tip being bent is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at the time of essure introduction, surgeon observed that essure extremity was broken. This event was initially interpreted as device breakage, however upon receipt of the actual device involved in this complaint, no breakage was observed: the tip was bent at a 90 degree angle. This event is non-serious and listed in the reference safety information for essure. The tip of the implant is manufactured with a 10-20 bend and is flexible to allow the tip to sustain a bend and flex back when encountering anatomical issues. This helps minimize the likelihood of a perforation. In the present case, at the time of essure introduction, surgeon observed what he thought was the essure extremity broken, but it was actually the tip of the insert bent. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was initially regarded as other reportable incident, and upon receipt of the product technical investigation of the actual device involved in the complaint, it was downgraded and no longer considered reportable. The outcome of the product technical investigation resulted in an unconfirmed quality defect.